Event description:
Approximately 6 minutes after skin incision on a patient anesthetized for an orthotopic liver transplantation (olt), the belmont alarmed "heating failure" and gave instructions on checking the temperature sensor. The rapid infuser had been started about 20 minutes prior to skin incision and had been running for a total of approximately 30-40 minutes at no more than 10ml/min when the alarm occurred. There had been no boluses administered. The rapid infusion line was running through a 9fr cordis with a properly positioned swan ganz catheter through the cordis. The infusion reservoir contained only 500 ml of priming 0.9% normal saline (ns), 1 unit of blood, and 2 units of fresh frozen plasma (ffp). There were no infusions running through the swan ganz catheter at the time. There also had been no drug boluses administered through this line. The infusion device was stopped, psst was called, and the device was exchanged for another one. The patient remained hemodynamically stable and appeared to suffer no clinical consequences from the event.second rapid infuser was a replacement for the first rapid infusion device that malfunctioned earlier in the same liver transplant case. After running for approximately 2-2.5 hours, it alarmed "heating failure" with prompts to check the temperature sensor. The device had been infusing at anywhere from 20 to 150ml/min until that point in the case. No boluses had been administered and no medications had been administered through the rapid infusion line. The line was attached to a 9fr cordis with an indwelling, correctly positioned swan ganz catheter. The device was stopped, psst was called, and another device was brought in to replace it. The patient remained hemodynamically stable throughout the course of these events.